Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A follow-up report will be provided.

Event description:
The customer requested the run data file be investigated for the elevated wbc content that was measured in the platelet product. The customer was unwilling to provide pt date of birth. This report is being filed due to the potential for injury. The disposable set is not available for investigation.